Event description:
It was reported that immediately after the foley catheter was placed, it found to have been removed naturally. Sterile water leaked from around the cuff. It was noted that the given lot# was myjp4406. Per follow up information received via ibc on 12jul2024, there was no injury to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that immediately after the foley catheter was placed, it found to have been removed naturally. Sterile water leaked from around the cuff. It was noted that the given lot# was myjp4406. Per follow up information received via ibc on 12jul2024, there was no injury to the patient. Per notification from investigator on 30sep2024, balloon mushroomed was found during evaluation.

Manufacturer narrative:
The reported event was not confirmed. Four photos were returned for evaluation, the first one shows the three-way silicone catheter and syringe, the second photo zooms into the deflated balloon and tip. The last two photos show the catheter's cap and the tray's label. Received 1 all silicone foley catheter with syringe. Inflated catheter with returned syringe and 10ml methylene blue solution and no leaking observed, no visual defects present. The catheter deflated passively with returned syringe in under 5 minutes: 3 min and 8 seconds however cuffing was evidenced. The reported event was unconfirmed however a new record has been opened to address the cuffing issue. No root cause could be found because the reported event was unconfirmed. A risk review, a labelling review and a device history record review was not required, however device history review was completed before the sample evaluation was performed. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.